Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with lavh/bso due to sui and pop. No additional information was provided.

Event description:
It was also reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with bso, anterior colporrhaphy and cystoscopy along with a mesh revision due to urinary retention, sui, uterine prolapse and symptomatic and cystocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.